Manufacturer narrative:
D10: the serial number of the surgical arm was (B)(6). H3, h6: the surgical arm was returned for product analysis. The analysis determined that the arm failed a bist test and was missing an intel camera cover. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that during a revision surgery, there was existing hardware on l4-s1 on the right side. 4 and 5 were removed while they couldn't get s1 out. The healthcare professionals took an imaging spin then registered. The schanz arm was used for attachment. The surgeon started at 4 and 5 on the right and placed the screws. He moved to left and placed s1. They wanted to place wires on l4 and l5 on left because the surgeon was going to do a tlif freehand. The wires were showed to be placed laterally. They performed the tlif then resent the guidance system back to 4 and 5 on the left to place the screws. They took an ap shot and the screws were lateral. L5 on the right was also lateral.  The surgeon switched to using the navigation system to finish the procedure. There was a 2 hour delay to case. There was no impact to the patient outcome. Additional information was received stating that two of the trajectories were deviated greater than 3.5mm and one was deviated less than 3.5mm.

Manufacturer narrative:
A manufacturer representative went to the site to test the system. At the time of the system checkout the surgical arm was replaced. Concomitant medical products: other relevant device(s) are: pn: asm0206, sn: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.